Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head won't stay on, keeps falling off [device breakage], brush head was loose [device connection issue], no adverse event [no adverse event]. Case description:a consumer reported that while using an oral-b rechargeable toothbrush handle, triumph 3745, the oral-b precision clean brushhead would not stay on and kept falling off. The consumer had used the brush head for about 3 months, and stated only 1 from the pack was loose. No symptoms developed.

Manufacturer narrative:
On 08-mar-2016 product investigation results: the investigation of this complaint was only done based on given and previous investigated data - no physical return was provided.

Event description:
Brush head won't stay on, keeps falling off [device breakage]. Brush head was loose [device connection issue]. No adverse event [no adverse event]. Case description: a consumer reported that while using an oral-b rechargeable toothbrush handle, triumph 3745, the oral-b precision clean brushhead would not stay on and kept falling off. The consumer had used the brush head for about 3 months, and stated only 1 from the pack was loose. No symptoms developed.